Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 291 mg/dl, 166 mg/dl, 96 mg/dl, and 180 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that the 9900 system had a charger failure error message during a case. No patient injury was reported.